Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 09/17/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2013 with the following findings: the pump was returned with a dim and discolored display screen. A test screen was installed and displayed properly. Additionally, the pump failed a leak test due to the display lens being cracked. The pump cover was opened and evidence of internal moisture was found. (B)(6).